Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer was not recoverable and required maintenance. The customer was unable to get the medication, attempted to recover the storage space, the cubie was ejected, and the station was rebooted but issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer assisted the customer to recover the drawer. The system functioned as intended after the field service engineer assisted the customer to repair the device.